Manufacturer narrative:
The investigation for the console (aic) power issues has been completed. Console logs from the reported complaint date are consistent with what was reported in the complaint description. An unexpected controller shutdown [event set #603] alarm was observed in the imc logs on the first boot-up of the console by the customer on the complaint date. Console was not returned for evaluation. According to the DHR for ic11549, this console was still at abiomed on (B)(6) 2024, which was the previous boot of the console prior to the alarm according to the imc logs. This console was not properly shut down in electronics manufacturing prior to shipment from abiomed, which resulted in an unexpected controller shutdown prompt appearing on the screen when the console was first powered on by the customer. Quality inspection did a final inspection of the console prior to packaging of the console and is supposed to shutdown the console prior to disengaging the battery transport switch. It is likely that the battery transport switch was disengaged prior to the console completing the shutdown process. This was not an indication of equipment failure and the device operates within specification. The cause of the aic issue was a work instruction / technician error. Corrections to the initial MFR report: d2 updated common device name d4-updated model number g1 MDR reporting contact email.

Manufacturer narrative:
The automated impella controller (aic) was not received from the customer at the time of this MDR writing, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a new automated impella controller (aic) was received and upon boot up the console alarmed with an advisory, "unexpected controller shutdown." The aic was restarted, and the alarm condition was no longer present. There was no patient involvement.